Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:  1627487-2022-02213. It was reported that the patient's ipgs had reached end of life. It is unknown if the ipg depleted prematurely. In turn, surgical intervention was undertaken wherein the ipgs were explanted and replaced.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-02214 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.